Event description:
It was reported the device was sent in for repair for an unknown issue. The device evaluation revealed a dso seal issue. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, damaged battery compartment, and a damaged latch lever handle. Review of the event history log revealed '41541 error'. Functional testing was unable to duplicate an unknown issue. The dso seal, lens, battery compartment, latch lever handle, and latch/lock flex sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.